Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Also the high-pressure test passed within specifications. During testing it was found that the customer is sitting while using the quick set and may be using inappropriate infusion set for body type. Instructed customer to change the infusion set/site and use manual injections as per md protocol.